Manufacturer narrative:
Pump was received with blank display due to fault on interface board. After replacing faulty x-2, the unit was monitored and no alarms were noted. Unit passed the restart error test. No unexpected alarms noted. Unit received with cracked case at display window corners and minor scratches on lcd window and corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer also indicated that the pump alarmed for 2 different pump errors. The customer's blood glucose reading was unknown at the time of incident. It was also found that after the battery was removed for 10 minutes and reinstalled, the pump did not turn on. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.